Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the rear therapy electrode (te) cable was missing. The cause of the inability to complete testing is the missing te cable. The root cause of the missing cable is physical abuse. No adverse event resulted from the damage cable.